Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10016073 and lot# 24103025 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 02oct2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris secondary set separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that the secondary set disconnected right below the drip chamber, the tubing just came out.